Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection vancomycin (one gram, once daily, route and duration not reported) and injection amikacin (100 milligram (mg), route, frequency and duration not reported) for peritonitis. The outcome of the peritonitis event was not reported. The action taken with dianeal therapy was not reported. Additional information was requested, but is not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).